Manufacturer narrative:
UDI: (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2017-50030.

Event description:
Hospital: (B)(6). Event description: could not detach. The patient's information is unknown. The screw and pod combined, and the pod can't be pulled out normally from the screw in the rotator cuff repair operation. The surgeon has to use other tool and screw it out. And the operation was changed to open surgery, changed screw 5.5 to complete operation.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). The expiration date is not currently available.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. Visual observations revealed that the distal tip of the anchor is damaged but still attached to the inserter shaft. The anchor is sitting proud on the inserter shaft, at an angle. Additionally, surgical debris was discovered on the anchor. The suture card and suture material were not returned for evaluation. As reported the anchor was inserted fully into the bone hole but could not be released from the inserter shaft as intended. Upon closer observation, the distal tip of the anchor appeared to be broken transversely running in between the threads. The threads seemed to be severely distressed, indicating the anchor was fully implanted and attempts were made in removing the anchor after insertion. The anchor was able to be removed from the inserter shaft but with great difficulty thus, confirming this complaint. The inserter shaft dimensions were measured against the drawing specifications. All measures where within specification. Possible root cause for the user to experience this type of failure could be that during insertion in the bone hole the inner diameter of the anchor could¿ve been deformed from excessive pushing force, since the anchor was still attached to the inserter shaft, which possibly pinned the inner diameter of the anchor further into the distal tip of the inserter shaft, eventually deforming the inner diameter of the anchor creating a difficult anchor release. Other than the possible root causes listed, a specific root cause could not be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr#1221934-2017-50030].